Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gi bleeding was reported under medwatch MFR report# 2916596-2015-02440. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received an audible and visual low speed advisory alarm. At the time of the alarm, the patient stated feeling "different". The low speed alarm resolved on its own and the patient reported that the different feeling also resolved upon cessation of the alarm. On (B)(6) 2015, the patient went to the clinic for evaluation of the low speed advisory alarm. The manufacturer's technical services representative reviewed the provided log file and observed a pump stoppage on (B)(6) 2015 while the system controller was connected to the power module. The pump stoppage appeared to potentially be from a percutaneous lead short to shield condition. X-ray images of the percutaneous lead provided were reportedly unremarkable. The customer reported that the patient¿s lactate dehydrogenase (ldh) levels were normal and the patient showed no signs or symptoms of hemolysis. The patient¿s inr goal had been running slightly lower recently, because of a recent gastrointestinal bleed event which had resolved. The customer reported that the pump parameters had been running in normal ranges with no elevations in power. The customer requested 2 ungrounded power module patient cables. It was reported that the patient was doing well and would continue to use the ungrounded cables when supported on the power module. No additional information was provided.